Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, was not implanted due to a bad load. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).